Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the meter bg reading was a level that was displayed as ¿high¿; however, a specific value was not provided. As a result of the basal suspension, customer's blood glucose (bg) level rose to 853 mg/dl, with ketones (size of ketones was not provided). Customer went to the hospital multiple times for the issue reported, but customer was unable to provide specific dates related to this issue or additional information related to the other hospitalizations that occurred related to the control-iq algorithm suspending basal delivery in response to inaccurate continuous glucose monitor (cmg) sensor readings. Customer was treated with intravenous fluids of insulin and was released from the hospital for each occurrence with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.